Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxh 800 coulter cellular analysis system generated an erroneously high reticulocyte result of 9.06% (0.2006 cells/ul) without an instrument generated flag. The erroneous result was not reported out of the laboratory. The reticulocyte result was questioned because it did not reflect the known clinical history for the patient. Manual test produced reticulocyte result of 2%, which was considered correct. There was no death, injury, or effect to patient treatment associated with this event.

Manufacturer narrative:
No specimen collection or storage information was provided for this event. This event occurred on a specific patient specimen. Controls were run before and after the event. The system was performing within qc specification with respect to the controls. Raw data files were requested, but the files necessary to complete the raw data analysis were not provided. Service information was requested, but was not provided for this event. Root cause for this event is unknown.